Event description:
A medtronic representative reported that, while in a l3-s1 posterior spine fusion procedure, using sacroiliac screws, the surgeon alleged a screw was placed inaccurately. X-ray confirmed the left screw was placed accurately. When placing the screws on the right side, the site used a university of minnesota torque measuring device attached to the end of the driver. The surgeon made several passes with the straight tactile awl, also made multiple passes with 8.5 and 9.5, both navigated and non-navigated tips. These trajectories were in close proximity and potentially compromised bone quality; the trajectories collapsed in on each other. When the site placed the 9.5 x 90 screw, the screw went out the sciatic notch and reportedly may have hit the gluteal artery. The surgeon opted to halt the procedure for the patient to be given an angiogram.

Manufacturer narrative:
A medtronic representative, following-up at the site, noted that the reference frame was believed to have been bumped. The inaccuracy was approximately 2-3mm. The patient's angiogram results came back with no injury to any vessels. Continuation case was scheduled for (B)(6) 2014 and was reported to have been completed successfully and without issue. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.